Event description:
Customer reports inadvertent delivery of a drug into the bolus pathway during refilling of an implanted pump. Additional information received from customer revealed the pump was implanted in may 2000, exact date unknown.